Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the computer. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up for a procedure, the manufacturer representative booted the system and loaded the exam, and then the system was left for a few minutes. The system then went to, ¿no video detected¿ and the system had to be rebooted. The system then functioned as intended. The manufacturer representative noted the following day, the same issue occurred. The system had to be rebooted twice while importing exams. After that, the system would not boot up and would immediately go to no video when turned on. The system was rebooted a few more times and was able to be brought up again, but anytime in the application when the mouse was moved or there was interaction with the system, the system would shut down. This issue was noted outside of a procedure, and there was no patient involvement.